Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the phenomenon occurred due to an external force unexpectedly applied to the distal end either in use and/or reprocessing. The instruction manual identifies the following verbiage related to the phenomenon: "inspection of the endoscope - inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects, or other irregularities."

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The ultrasound image had three broken elements. The probe unit needed replacement. The distal sheath had an excessive scratch. The cement was peeling on the ob lens. The protector boot was peeling on the light guide tube, and metal was exposed. The ultrasound cord boot was cut, and the control knob was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Olympus was informed of a report that the crystal in the tip of the ultrasonic gastrovideoscope was damaged and the image was compromised. No patient involvement was reported.